Manufacturer narrative:
No system error message was noted for this event. Service was dispatched on (B)(6) 2011, and the field service engineer (fse) found leaking peri-pump tubing. The fse replaced peri-pump tubing and cleaned the liquid waste from the fluidics drawer. Hardware was the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxi 800 access immunoassay analyzer. The leak was located above the liquid waste containers. There was no report of injury or exposure to hazardous liquids.